Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was intermittently depleting quickly. As a result, multiple pump shutdowns have occurred. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level ranged between 400-550s mg/dl. High bg was a result of the reported issues. Customer addressed high bg with a manual injection.